Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was high on the continuous glucose monitor (cgm), with high ketones. Elevated blood glucose levels were addressed by manual insulin injection. On 7/1/22 the customer went to the emergency room, and was subsequently admitted to the intensive care unit for repeat occlusions. Customer's blood glucose level was 600 mg/dl with high ketones. Ketone levels were identified as dangerous by their health care provider. Customer was treated with intravenous fluids of saline and insulin. Customer was released 7/5/22 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin delivery.